Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient underwent x-ray of lumbar spine. Impression: posterior fusion l3-l4. New disc spacer device l3-l4. L5-l4 disc spacer device again seen. The patient underwent x-ray of lumbar spine 2 views. Impression: l3-l4 fusion is now demonstrated. (B)(6) 2008: the patient presented with preoperative diagnosis of degenerative disk disease with radiculopathy l3-4. The patient underwent: l3-4 laminectomy to decompress nerve root, left leg, l3-4 interbody fusion with rh-bmp2/acs, l3-4 traxis implant, one implant used, l3-4 segmental fixation with a pathfinder pedicle screw system, emg nerve conduction velocity studies during screw insertion, two levels tested, four nerves tested. Perop notes: the port was placed after multiple dilators were placed under fluoroscopic control, centered over the pars intermarticulars and the interspace. The facet joint was then easily visualized and debrided. The facet joint on the left side was removed, along with the existing root of l3 and the traversing root of l4 easily visible. The interspace was entered and dilated up to 11mm. The wounds were irrigated . The disk space was completely debrided and cleaned out with a series of curets. The bone that had been harvested previously was packed into the anterior part of the interspace. An 11x25mm implant was then inserted into the interspace with a pledget of rh-bmp2/acs in the interspace. The fluoroscopic control allowed us to pass the implant past the midline and into the anterior half of the intervertebral disc. The screws were then placed in the pedicles of l3-l5 on the left side. A second 45mm rod as placed. (B)(6) 2008: the patient was discharged. (B)(6) 2013: the patient diagnosis with admission diagnosis of degeneration of lumbar. The patient underwent physical therapy. The patient presented with back pain, left leg pain, loss of feeling in the left leg and staggering stiffness. The patient diagnosed with weakness, stiffness in low back. The patient underwent special tests. Findings: prone knee flexion noted increased lumbar pain. Clinical impression: patient is a (B)(6) female presenting with low back pain and left leg pain that began many years ago, but has increased over the last year to the point where she is painful all the time. Patient demonstrates the following limitations as listed below, which limit her ability to sit, stand, walk, bend forward and complete all daily home and self-cares that require trunk flexion. Patient symptoms are consistent with possible disk derangement with core instability. (B)(6) 2013: the patient presented with pin in low back, tailbone and down into foot. Assessment: pt tolerated tx well, but continues to have pain. Pt noted feeling less tension, but tailbone pain continues. Pi will continue to benefit from skilled pt to address limitations and decrease pain and improve core stability (B)(6) 2013: the patient presented with pain in tailbone. Assessment: pt tolerated tx well, and denied any shooting pains. Pain at tailbone remains at this time. Pt continues to demo poor biomechanical strategies for transitions and for picking up items from the floor due to back pain. Pt will continue to benefit from skilled pt to address limitations and decrease pain and improve core stability. (B)(6) 2013: the patient presented with feeling muscle soreness down bil legs at quads at this time. Tailbone still really painful. Assessment: noted decreased tightness at left iliopsoas vs right, with increased tissue restrictions noted at position of the scar. Pt painful on right with psoas release. Pt required repeated cueing to maintain neutral pelvis and spine position. Pt demo improved awareness of core activation at this time. Pt will continue to benefit from skilled pt to address pain, rom, strength and functional mobility. (B)(6) 2013: the patient presented with tailbone and low back has been painful since last visit. Pi noted muscle soreness in her hips after last session. Pt feels that her difficulty with transitions is just as difficult at this time, when going from forward flexion to return to standing. Assessment: pt tolerated tx well and demo improved ability to complete transition from forward bend to return to standing post tx. Pt educated on need to activate core and stabilize prior to change in position. Pi noted decreased pain. Pi continues to have tightness and will discuss at next visit, continued poc to possibly reduce to 1xlwk to maximize time frame for visits. (B)(6) 2013: the patient presented with less shooting pain in her leg and patient also notices that sometimes the pain in her tailbone is less, but it is still painful. Pi reports that patient has had a clicking in her right hip now that is non-painful, but there a lot of the time. Assessment: pt tolerated tx well and demo improved ability to complete stretching and self stretch for home. Pi continues to have limited core activation at this time, which decreases lumbar stability. (B)(6) 2013: the patient presented with return to standing is still painful. Assessment: patient tolerated treatment fairly well today, pt noted relief with post tilt assist pt was painful and noted some throbbing post tx. Pt reports that she usually feels sore for about 24 hours following pt. Patient is progressing slowly toward goals at this time. Patient continues to demonstrate muscle weakness, decreased rom/joint stiffness, decreased adl function, decreased mobility, abnormal posture, pain and scarring/adhesions/cording. Pt to decrease to 1x/wk for 4 wks to progress core strength and move away from manual work to improve stability, patent in agreement to continue with skilled pt per plan of care. (B)(6) 2013: the patient presented with return to standing is still painful, but not present all the time. Pi notes that patient feels less pain down her leg. Patient also reports that her tailbone pain has increased again at this time. Assessment: patient tolerated treatment fairly well today. Pi noted pain with all lateral pushing motion at the pelvis, but was decreased with neutralization of the pelvis. Pt continues to have difficulty with forward trunk flexion at this time. Pi painful with all stm. Discussed progression of hep and need to continue with exercises and progress strength to limit soreness, pt agreed. Pt to flu in 2 wks to progress hep as tolerated. Patient is progressing slowly toward goals at this time. Patient continues to demonstrate muscle weakness, decreased rom/joint stiffness, decreased adl function, decreased mobility, abnormal posture, pain and scarring/adhesions/cording, pt to decrease to 1x/wk for 4 wks to progress core strength and move away from manual work to improve stability. Patient in agreement to continue with skilled pt per plan of care. (B)(6) 2013: the patient presented with stiffness, pain in tailbone on left side and lumbar area as well as difficulty in forward bending. Assessment: patient tolerated treatment fairly well today. Pi felt improvement in stiffness and soreness post lx, but pain in tailbone persists. Post pelvic tilt position decreased left sided sacral pain, which is very tenderness to palpation. Patient is progressing slowly toward goals at this time. Patient continues to demonstrate muscle weakness, decreased rom/joint stiffness, decreased adl function, decreased mobility, abnormal posture, pain and scarring/adhesions/cording. Pi is to transition to work with spine specialist pt and use dry needling for scar pain and muscle relaxation. Patient in agreement to continue with skilled pt per plan of care. (B)(6) 2013: the patient presented with pain in tailbone and bilateral psis, increase from baseline. Assessment: patient tolerated treatment well today and noticed significant reduction in shooting pain in sacrum. Patient is progressing slowly toward goals at this time. Patient continues to demonstrate muscle weakness, decreased rom/joint stiffness, decreased adl function, decreased mobility, abnormal posture, pain and scarring/adhesions/cording. Patient in agreement to continue with skilled pt per plan of care. (B)(6) 2013: the patient presented with soreness in left side, stiffness and tight in right hip and low back. Assessment: some reduction in guarding with transfers noted following session. Patient is progressing slowly toward goals at this time. Patient continues to demonstrate muscle weakness, decreased rom/joint stiffness, decreased adl function, decreased mobility, abnormal posture, pain and scarring/adhesions/cording. Patient in agreement to continue with skilled pt per pia n of care. (B)(6) 2013: the patient presented with pain in left sacral area. Assessment: patient has reached plateau in progress at this time but should make further gains with continuation of hep. Results of education: verbalizes understanding and demonstrates understanding